Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 234 (mg/dl). The customer declined to continue with troubleshooting and did not provide any additional information.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.